Event description:
The customer reported that around the end of may, she was using her stethoscope to check blood pressure. She noticed that the eartips were on the stethoscope, then opened it and placed it in her ears. The customer reported that one of the ear tips had fallen off and the eartube punctured her eardrum. The customer reported that she went to the emergency room, but did not receive any treatment from them. The customer reported that she subsequently visited an ent physician who told her that a clot was obscurring the membrane and disgnosed the hole as a puncture affecting 20% of the membrane. The customer reported that she was treated with a medrol dose pack and antibiotics, but that the physician did not want to perform a graft of the membrane. The customer stated that she had returned to work but has hearing loss, dizziness, tinnitus, and headaches.

Manufacturer narrative:
The product was not sent back to 3m for evaluation and no lot number was provided. No evaluation of this device could be made. The device mfg date is unk because the customer did not provide a lot number. The 3m's product manual provides instructions for proper placement of the ear tips and use of the product. The 3m attributes this event to user error. If 3m receives significant new info regarding this event, including additional info regarding pt treatment or outcome, 3m will file a supplemental report.